Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer failed and user was unable to recover it. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple failures occurred. A field service engineer (fse) ran diagnostics and confirmed that only the smart remote manager (srm) was being detected. Fse found a cut flat pyxisbus cable was found near drawer five, damaged by the drawer back panel. The cable was replaced, resolving the issue. The fse also inspected for missing or damaged slide bumpers and replaced the left side slide bumpers on main 1.1 and auxiliary 1.1. The system functioned as intended after field service engineer repaired the issue.